Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion but declared eol earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this implantable pacemaker longevity dropped from 2.5 years to end of life (eol) in a span of six months. Also, this device was suspected of premature battery depletion (pbd). The device is scheduled to be replaced. Additional information indicated that there is no data available. Boston scientific technical services (ts) discussed with local representative the possible causes like if device set right ventricular automatic capture (rvac) and auto is programmed, it can change output and device may use higher output by threshold result. Also, if reprogram the device in previous session, that can change longevity. In addition, device power usage if patient require more pace, it can change longevity. Moreover, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable pacemaker longevity dropped from 2.5 years to end of life (eol) in a span of six months. Also, this device was suspected of premature battery depletion (pbd). The device is scheduled to be replaced. Additional information indicated that there is no data available. Boston scientific technical services (ts) discussed with local representative the possible causes like if device set right ventricular automatic capture (rvac) and auto is programmed, it can change output and device may use higher output by threshold result. Also, if reprogram the device in previous session, that can change longevity. In addition, device power usage if patient require more pace, it can change longevity. Moreover, this device was explanted and replaced. No additional adverse patient effects were reported.